Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii main body stent graft was implanted during the during the endovascular treatment of a 62mm abdominal aortic aneurysm. The proximal renal diameter measured 24mm and 26 distally with a neck length of 49mm. The diameter at the right access was 5mm and described as containing narrow segments. It was reported during the index procedure, etbf3216c166ee was successfully implanted, however, after deployment, the delivery catheter became stuck in the right iliac artery. The physician pulled the delivery system and the nose cone detached and remained in the artery. Efforts to retrieve the tip using snares and balloons were used but resulted in a tear to the right iliac artery. The patient's bp dropped too low due to bleeding and the torn artery was clamped. The delivery system was removed and conversion to open surgery was then completed to remove the detached tip. Per the physician the cause of the detachment was undetermined but noted that it was possible vessel thrombus/calcification in the right iliac artery may have contributed to the delivery system becoming stuck. During removal of the delivery system the IFU was followed but it was reported that a force greater than anticipated was used. No damage to the delivery system packaging prior to use was observed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Product analysis the device returned with the external slider and the backend wheel in the home position. The taper tip had detached leaving the collar exposed. The taper tip was not returned for evaluation. There was no deformation observed to the collar or device front end. Deformation and partial separation was observed to a number of spirals. The handle was disassembled; all backend components were confirmed to be correctly positioned within the handle. The taper tip hypotube was correctly positioned in the backend t-tube. The reported detachment in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that the endurant ii bifurcate was explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.